Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market 2,772 units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed and/or defective sample, we cannot carry out an analysis in order to take a decision. As stated in the instructions for use of the product: - when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. - care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fibre attachment end to the needle point, never at the end where the fibre is attached or the needle point. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Knot pull tensile strength results conducted on samples before releasing the product were 0.43 kgf in average and 0.41 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum). Conclusion root cause analysis: it has not been possible to determine the root cause of this case because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the threads are breaking and the needle bends easily. Other thread sizes are also affected, and the surgeons are expressing significant complaints. Additional information received: exact timing cannot be defined. The issues have been occurring since the switch from a suture of another manufacturer to suture material optilene. Detailed description of the error: from surgeon's point of view, the suture is too "brittle." It frays and breaks. His vascular surgery colleagues confirm this. He believes there is a variation depending on whether the suture is used wet or dry. If dried blood adheres to the suture, it seems to break and fray more easily. He has the impression that when the blood dries, the suture becomes brittle. In general, he perceives it as more vulnerable compared to a suture of another manufacturer. He also associates the fraying with dry blood: puncture, pull-through, then it frays. Same during knotting. The vascular surgery department uses sizes 3/0 to 7/0, with the biggest problem occurring in 6/0, which is used most frequently. If the suture is dry, the problem does not occur. If he keeps it moist, it also seems to be fine. Therefore, he ensures clean gloves (wiping them with a moist compress) and keeps the suture wet. Regarding elasticity, he has the impression that optilene is more elastic, while the suture of another manufacturer is smoother and glides more easily. Another point concerns the needle-to-suture attachment: if tension is applied for too long, the suture pulls out of the attachment zone (without fraying). When used with prosthetic material, he has the impression that there are more needle hole bleedings. He has already asked colleagues within the dgg (german society for vascular surgery). The feedback was that optilene needle-suture transition is noticeably thicker than that of competitors. There is no patient impact. Surgery time extension: most likely yes, as new suture material had to be opened and used. The procedure was continued, but only with additional suture material.

Manufacturer narrative:
G4: reported device not marketed in the u.s.; however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k133890. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the threads are breaking and the needle bends easily. Other thread sizes are also affected, and the surgeons are expressing significant complaints. No additional information has been received.